Manufacturer narrative:
An event of improper leaflet function was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, a 31mm masters valve was implanted in a (B)(6) male. Following implant, an echo revealed improper leaflet function and the patient was reported to be hemodynamically unstable. The valve was exchanged for another 31mm masters valve (serial number: (B)(4)) and the patient is reported to be stable.